Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opening during efaa could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4. A xtw (lot: 40115r3024) was chosen for implantation. The leaflets were captured and the clip was closed. During the first establishment of final arm angle (efaa), the clip failed to stay locked at 15-20 degrees and opened continuously to 50-60 degrees. Efaa was repeated but it failed again. Grasping was re-done to contain less tissue but efaa still failed. The clip was inverted and brought back to the left atrium. Efaa was tested and it worked fine. It was decided to remove the clip and a replacement ntw was used to complete the procedure successfully, reducing mr to grade 1-2. There were no reported patient consequences.